Event description:
It was reported to ge that a pt fell off the table when the tech walked away. The pt went to emergency room and died a short time later. The cause of death was not stated. It was also reported that the pt was 76 yrs old and was thought to have alzheimers disease. Reportedly, there were no table pads or hand grips in use. The table was reported to be stationary at the time of the incident. No malfunctions were found and the table was found to be operating normally.